Event description:
There was an allegation of a questionable result calcium gen. 2 from the cobas 6000 c (501) module. The initial result was 1.38 mg/dl, and the repeat result from a different c501 analyzer was 8.34 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The investigation is still ongoing.

Manufacturer narrative:
A field service engineer (fse) checked all of the pressures and water levels and performed mechanical function checks on the system. The system passed a hardware check by test performance, a calcium precision test, calibration, and qc. No root cause was found however the instrument performance was verified and the investigation determined that the service action resolved the issue.